Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a sacroiliac and thoracolumbar procedure. It was reported that the system shut itself off during the surgery. The first time, it was after a spin when they weren't paying attention to it. They thought someone may have turned it off for some reason. They turned the system back on and proceeded with the surgery. Mid-navigation, the system turned off a second time. While on the phone troubleshooting with technical services, the system shut down again a third time. They disconnected the battery from the uninterruptible power supply (ups) on the main cart before they continued surgery. The surgery ended and the system remained on. Probably cause was the battery overheating or non-compliant signals from the battery or ups. There was a surgical delay of less than one hour. There was no impact on the patient outcome. The outlet was a known working outlet and doesn¿t have any known issues.

Manufacturer narrative:
Relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4) ; product ID: 9735773, serial/lot #: (B)(4), device evaluated by MFR: evaluation of the returned battery found that the battery heated up and shut down. There was no fault found with the returned ups. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. The uninterruptible power supply (ups) and battery were replaced. The system was then performing as intended. Codes b01, c02, and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.